Event description:
A healthcare professional reported that during an implantable collamer lens (icl) implantation procedure, the lens was implanted upside down. Lens implanted and removed intraoperatively, replaced on a different day. Problem was resolved. Status of eye "corneal edema". There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Cause of the event was reported as user error, device did not fail to perform.

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5 - a healthcare professional should be corrected to "a facility representative". Claim#: (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Corrected data: b2 - other serious or important medical events should be removed as it was reported in error. Claim#: (B)(4).